Event description:
The service report shows the customer reported that the 840 ventilatorstopped cycling while on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the reported malfunction. The cse inspected the device and replaced the safety valve. The unit passed extended self testing.